Event description:
It is alleged in a lawsuit that the pt was admitted to the hosp with dyspnea and bronchial asthma. The triple lumen cvc catheter was inserted and following placement the pt developed a staph. Aureus infection of the subcutaneous tissue, & bilateral pulmonary nodules with septic embolization to both lungs. Due to this infection, the pt developed chronic osteomyelitis of the left knee that may necessitate an amputation of the extremity.